Event description:
It was reported to philips that the system's x-ray tube needed to be replaced, which can indicate an issue with imaging. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that x-ray tube ball pre-exchange operation is required. Upon checking with customer, quote for evaluation and repair service was sent to customer however customer did not respond, and quote expired. No service has been performed by philips. To date, no further information was received.